Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of biopsy cap sponge detached inside the scope. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the foam disc (sponge) found some damage to the surface. The sponge had separated from the rx biopsy cap, and the molded cap was not returned. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure prior to performing ercp, the locking device and biopsy cap were placed onto the working channel of the scope. When the physician tried to advance the catheter through the scope, resistance was met. The procedure was completed using a second scope. Additionally, when the first scope was cleaned, they noticed that the entire sponge had lodged in the working channel, which caused difficulty in advancing the catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure prior to performing ercp, the locking device and biopsy cap were placed onto the working channel of the scope. When the physician tried to advance the catheter through the scope, resistance was met. The procedure was completed using a second scope. Additionally, when the first scope was cleaned, they noticed that the entire sponge had lodged in the working channel, which caused difficulty in advancing the catheter. There were no patient complications reported as a result of this event.